Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e200 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-200 generator encountered an error and after rebooting it the power up would not complete. The customer cycled the e-200 breaker but the issue remained. The customer connected a force triad generator to continue the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Case was completed with force triad generator. Both bipolar ports and both monopolar ports were functioning correctly. No patient information is available. Intuitive received the e200 generator and completed failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The e200 generator was integrated into a known-golden printed circuit assembly (pca) system, but it failed at power on and did not establish proper system connectivity. The vision side cart (vsc) display showed e200 not detected. The lcd touch display screen is black and the power button is blinking white. All internal fans were observed to be spinning, and both the patient ground controller (pgc) and multitouch advanced display driver (madd) printed circuit assembly (pcba) had indicator lights illuminated. As part a process-of-elimination approach, the cables between the lcd touch panel and the madd pcba were reseated one at a time, but the issue persisted. The madd pcba was swapped with a known-good generator, which resolved the issue. An attempt was made to unbrick the original madd pcba; however, the fpga could not be recovered. As a result of this investigation, failure analysis was able to conclude that madd pcba failure is most likely the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.